Manufacturer narrative:
The sample was not returned by the customer for evaluation. No lot number was provided associated with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. The device was not returned for evaluation; therefore, the root cause is unknown. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an micorstent implant procedure, the cleft was created. The stent was explanted due to cleft in secondary procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).